Event description:
Procedure type: colorectal. According to the reporter: while suturing the fascia, the needle broke at the swage. The patient was examined by x-ray and it was confirmed nothing fell into cavity. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. Patient is under observation. The case was not extended by more than 30 minutes. The same problem occurred during another case ((B)(4)).

Manufacturer narrative:
(B)(4).